Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type I and spinal pain. It was reported that the patient had a returned of initial pain patterns. Intervention was performed by changing programs and adjusting stimulation. The issue was reportedly related to a fall. The patient reported that she had a fall but the returned of pain was before the fall. She said she fell and her briefcase fell off of her arm and the full weight of her briefcase rested on the affected thumb. The stimulation issue was also related to positional movement. The patient tried stimulation on all programs and none of them addressed her current pain pattern as she needed. The patient told her healthcare professional (hcp) and he told her to be reprogrammed by the manufacturer representative (rep). The patient was not able to meet up with the rep and wanted to see if she could get adjustment over the phone. Patient services had the patient go through each group a-g. She said the night pain was well controlled on program e between 2 and 2.5 but during the day it was too strong. The patient stated she was going t o call her hcp to see when she would be reprogrammed. She stated that the pain she had was the pain she had at implant that had improved but suddenly pain returned to how it was before the implant.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient. It was reported that the issue of stimulation being too high was not introduced until the patient was walked through alteration of the programmed stimulation power. It was noted that the patient didn't know how to do this after ten months. The reason for the patient's call on (B)(6) 2016 was the decreased effectiveness and return of pain. It was clarified that during the call on (B)(6) 2016 the patient was asked if she had fallen recently and responded that she had fallen on ice but that was not the source of her pain as she already had this concern before the fall. The patient did not want any inference to the fall being the reason the stimulator was not effective. The patient called the doctor's office and the manufacturer representative (rep) was to be in the area on (B)(6) 2016, but the patient was out of town. The rep could not help the patient and wasn't to be back in town until (B)(6) 2016. The patient noted that she suffered from late (B)(6) 2016 until (B)(6). The patient spending the last three weeks wondering if she could fix it by waiting for it to come back. The rep altered the program and it was okay now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.